Event description:
It was reported that the patient complained of "hiccups". The patient had diaphragmatic and phrenic nerve stimulation occasionally at certain times of the day and night. The physician tested multiple vectors and reprogrammed the left ventricular (lv) lead to a different vector with higher thresholds to minimize stimulation. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).